Event description:
It was reported this implantable defibrillation lead exhibited high out of range shock impedance measurements. This lead continues to be monitored. Additional information received indicates that a code 1005 was revealed, indicating an open circuit condition during shock delivery. The patient was brought to the clinic and an external shock was delivered and fc1005 was reproduced. Lead replacement was recommended. At this time, the product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited high out of range shock impedance measurements. This lead continues to be monitored. Additional information received indicates that a code 1005 was revealed, indicating an open circuit condition during shock delivery. The patient was brought to the clinic and an external shock was delivered and fc1005 was reproduced. Lead replacement was recommended. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited high out of range shock impedance measurements. This lead continues to be monitored. No adverse patient effects were reported.